Event description:
It was reported that prior to a routine generator change, device interrogation revealed elevated pacing impedance and capture threshold on the atrial lead. On 13 dec 2023, x-ray was performed and revealed insulation damage on the atrial lead. On 13 dec 2023, the physician elected to cap and replace the atrial lead. The patient condition was stable.